Manufacturer narrative:
The lot was manufactured from november 30, 2010 to december 1, 2010. Evaluation summary: the device was returned for evaluation outside of its original packaging. Visual inspection noted a missing blue winged luer cap; however, a defective product was unable to be verified as it is unknown whether this component was missing before the packaging was opened. The cause of the missing component is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume intermate was missing the ¿blue tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 1 of 9.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.